Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported after the duoderm xthin dressing was in place three to four days, when the nurse tried to remove the duoderm xthin dressing, she found it very difficult to remove and had to remove it piece by piece. The dressing was used on the left leg/foot area. It was further reported that ¿this duoderm was used by vacuum assisted closure (vac) therapy. No use of ointment on the skin.¿ per the information provided the skin was damaged due to the difficulty in removing the dressing. No medical treatment was proved other than replacing the bandage with a silicone bandage so, the skin could recover. No photos were provided.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch records review results: a batch record review was performed to bulking lots used for final products in order to confirm if good manufacturing practices were followed during the manufacturing process and, if all requirements established in the process instruction pi31-103 (process instructions for elc 10) -ver. 11.0, section 8.0 (quality instructions) were properly followed. As stated in the batch records of bulking lots manufactured in the elc-10 machine, materials were use as indicated in the bill of material (bom), a line clearance was performed starting the manufacturing operation and at the end of the process, following the annex 1 of the dr-sop-0094, ver. 28.0; furthermore, periodic reviews of line clearance requirements are performed at the start-up of each shift and after electrical or major mechanical adjustments. On (B)(6) 2018, an extraordinary maintenance was performed to the elc-10 machine, while running the lot no. 8c04274 by the maintenance area, regarding to ¿failure in the cooling tower¿, after the adjustment all testing required by the biological quality (bq) laboratory were performed with satisfactory results. Extraordinary maintenance included in this event. The adhesives test and the ¿strip to strip t-peel (tm-011-3a) were performed for the first piece or after machine stop with satisfactory results. The required visual inspection testing was performed per hours. Dimensions and product characteristics testing were performed every half hour; the overall thickness was found in range as established in the pi31-103 (process instructions for elc 10-ver. 11.0). All quality and manufacturing testing were considered acceptable and process parameters were properly set as documented. Finally, inspections are performed by quality to the packaged product and all results were satisfactory as documented within the batch record. Based on the initial assessment performed through revision of the batch records documentation, pictures provided by customers in complaints reported and process evaluation, this event could not be confirmed due to samples were not available to measure. Dressing dimensions, could not be confirmed if products were used during the recommended period as established in the instruction for use IFU-1268507g1-ver. 6.0 (maximum recommended wear time is up to seven days) and no events were found related to manufacturing requirements as per batch records review. However, a defect notification was given to quality and manufacturing personnel assigned to the elc-10 machine to make them aware of complaints reported. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.